Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation treatment, the treating surgeon suspected the patient's posterior bladder wall had been undermined. A c-arm x-ray analysis confirmed that the bladder wall was not undermined. As a result of this event, the reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment logs, device history record (DHR) and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. No malfunction of the aquabeam robotic system was reported during this event. Based on the information obtained plus a review of the treatment logs, DHR, and labeling the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.